Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-aug-2017. The most recent information was received on 21-sep-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of headache ('headaches') and toxic nodular goitre ('hyperthyroidism with nodules') in a female patient who had essure (batch no. 946764) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache (seriousness criteria medically significant and intervention required), toxic nodular goitre (seriousness criterion medically significant), urinary tract infection ("chronic urinary tract infections"), otitis externa ("otitis externa"), premenstrual syndrome ("marked premenstrual syndrome"), fatigue ("chronic excessive fatigue"), dizziness ("major dizziness"), nausea ("nausea"), hypotension ("hypotension"), night sweats ("excessive nocturnal perspiration"), insomnia ("insomnia"), anxiety ("anxiety with anxiety attack") and rash papular ("red plaque on face"). In 2014, the patient experienced food intolerance ("food intolerance to fish and shellfish"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017 and partial removal of the thyroid- left isthmolobectomy in (B)(6) 2015). On (B)(6) 2017, the otitis externa had resolved. On (B)(6) 2017, the headache, dizziness and nausea had resolved. In (B)(6) 2017, the urinary tract infection had resolved. On (B)(6) 2017, the premenstrual syndrome, hypotension, night sweats, insomnia, anxiety and rash papular had resolved. At the time of the report, the toxic nodular goitre outcome was unknown, the food intolerance had resolved and the fatigue had not resolved. The reporter provided no causality assessment for anxiety, dizziness, fatigue, food intolerance, headache, hypotension, insomnia, nausea, night sweats, otitis externa, premenstrual syndrome, rash papular, toxic nodular goitre and urinary tract infection with essure. The reporter commented: steps underway for removal. There is still tiredness sometimes but it decreases more and more with time. Thyroid problem to be managed for life since patient is missing half of it since left isthmolobectomy in (B)(6) 2015." Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 09-aug-2017. The most recent information was received on 15-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headaches') and toxic nodular goitre ('hyperthyroidism with nodules') in a female patient who had essure (batch no. 946764) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache (seriousness criteria medically significant and intervention required), toxic nodular goitre (seriousness criterion medically significant), urinary tract infection ("chronic urinary tract infections"), otitis externa ("otitis externa"), premenstrual syndrome ("marked premenstrual syndrome"), fatigue ("chronic excessive fatigue"), dizziness ("major dizziness"), nausea ("nausea"), hypotension ("hypotension"), night sweats ("excessive nocturnal perspiration"), insomnia ("insomnia"), anxiety ("anxiety with anxiety attack") and rash papular ("red plaque on face"). In 2014, the patient experienced food intolerance ("food intolerance to fish and shellfish"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017 and partial removal of the thyroid- left isthmolobectomy in october 2015). On (B)(6) 2017, the otitis externa had resolved. On (B)(6) 2017, the headache, dizziness and nausea had resolved. In (B)(6) 2017, the urinary tract infection had resolved. On (B)(6) 2017, the premenstrual syndrome, hypotension, night sweats, insomnia, anxiety and rash papular had resolved. At the time of the report, the toxic nodular goitre outcome was unknown, the food intolerance had resolved and the fatigue had not resolved. The reporter provided no causality assessment for anxiety, dizziness, fatigue, food intolerance, headache, hypotension, insomnia, nausea, night sweats, otitis externa, premenstrual syndrome, rash papular, toxic nodular goitre and urinary tract infection with essure. The reporter commented: steps underway for removal. There is still tiredness sometimes but it decreases more and more with time. Thyroid problem to be managed for life since patient is missing half of it since left isthmolobectomy in (B)(6) 2015." Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-sep-2020: initial and stop date added to suspect drug, outcome updated for anxiety, dizziness, food intolerance, headache, hypotension, insomnia, nausea, night sweats, otitis externa, premenstrual syndrome, rash papular and urinary tract infection, "intervention required" selected for headache event. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.